Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced during a routine device change-out for expected eri, due to noise and an elevated impedance. There were no adverse patient side effects reported.